Event description:
After the spinal stabilizer was placed during the pt second operation, pt's developed a cyst. When the cyst broke it looked like plastic materials were coming out from the cyst. As a result pt developed osteomyelitis on her hips.